Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range pacing impedance measurement of greater than 2500 ohms on the left ventricular (lv) channel. The physician suspected the lv lead was fractured but this was never properly identified. The crt-d was reprogrammed and remains in service. No adverse patient effects were reported.